Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 46 mg/dl at the time of the event and was treated with food and glucose tablets. The current blood glucose was unknown. The customer was reporting sweating and weakness symptoms related to their low blood glucose. The customer was calibration not accepted alert. Troubleshooting was performed and it was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a- snsr. Updated summary: it was reported that the customer experienced sensor glucose vs. Blood glucose, change sensor alert and hypoglycemia. Blood glucose value was 46 mg/dl while sensor glucose value was 313 mg/dl. Customer treated with food. During troubleshooting, customer was instructed to review site selection, taping, insertion and calibration and customer confirmed sensor was securely taped to skin and has not moved. Customer was advised to monitor and change sensor if issue persists. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.